Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she never received any alarms from the insulin pump prior to the event. The customer stated that she was only on the insulin pump from august 26 to (B)(6) 2013. The customer stated that her blood glucose levels were greater than 400 mg/dl the entire time she used the device. The customer stated that she was told she could insert the infusion sets in her abdomen, even though she had scar tissue. Advised the customer to stay away from scar tissue as the insulin absorption will not be as good in those areas. The customer stated that she is currently afraid to use the insulin pump, but she will be speaking with her trainer again. Nothing further was reported.